Manufacturer narrative:
Since the device was not returned, it is impossible to proceed to actual evaluation. But, it is confirmed from the device history record that the suspected device had been manufactured with no significant issue and passed all the inspections. It is hard to find out exact root cause for this complaint, because the suspected device was not returned and it is difficult to reconstruct the situation at that time in the lab and limited info. The suspected device is not registered in the us and we will continuously monitor whether similar or same complaint occurs.

Event description:
(B)(6) 2016 friday procedure one - the patient had gastric outlet obstruction due to mass effect of the cyst. The positioning of the first spaxus was through the stomach wall. An 18g needle was used followed by 8mm balloon dialation. There was a septum on eus however this was pierced with the needle. The spaxus was inserted and was obviously connected to the cyst as fluid was gushing out. The patient stayed in over night and was eating better than before the stent insertion. (B)(6) 2016 - on monday afternoon the patient represented to ed with a temperature and had a CT. Stent migration was confirmed by CT image. On discussion with the doctor, she decided that for the next stent placement, she will puncture the cyst from the duodenum as migration may have been due to position. (B)(6) 2016 - the doctor had placed 2nd spaxus puncturing the duodenum, the stent was obviously in the correct position as the flare had formed and fluid was gushing out. The doctor watched for a minute or two, to ensure correct placement. Only to see the fully formed spaxus sucked into the cyst. On eus there was now some distance (approx. 7cm) between the duodenum and cyst. Another stent was placed from the duodenum and remained in position draining the cyst. (B)(6) 2016 - two stents were retrieved. The doctor used an olympus distal attachment. They then used a pair of raptor forceps to grasp the edge of the lumen. The stent was then pulled into the distal attachment which constrained the stent and it was retrieved. The second stent was retrieved the same way.